Event description:
It was reported by the sales rep in australia that during an unspecified surgical procedure, the vapr tripolar 90 suction elect device was not working. During in-house engineering evaluation, it was determined that the electrical testing of the device continuity value was inconsistent. There were no adverse patient consequences nor surgical delay reported. A spare device was available to complete the procedure. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is a j&j sales representative. H4: the date of manufacture is currently unknown. UDI: (B)(4). H10 device evaluation: the manufacturer conducted visual inspection and functional test of the device received by customer. Visual inspection, electrical and functional test of the device were performed, visual inspection reveled that the device was not returned in its original packaging. No clear evidence that the device had been activated. No damage to shaft, handle or cable/plug. The functional test was passed successfully, however the electrical test failed in the first time was recorded, which is still out of specification but an improvement. Following further activation, the cut return continuity was again remeasured, a value which was in specification was recorded. A DHR review performed for the complaint and no issues (ncr or deviations) noted during manufacturing process that might explain any possible observed failures. Also, no changes to the process have been made that could impact the product safety or performance either. First evaluation: the customer stated that the device did not work. The initial electrical testing found that there was no continuity on the cut return circuit. However, when the device was subjected to the activation test the device functioned as expected. Re measurement of the continuity found an improvement in the continuity value but still out of specification. Further activation of the device and continuity measurement recorded a within specification. The reason for the change in return cap continuity value is unclear and would need to be further investigation to establish a possible cause. Second evaluation: no issues found inside the hand piece and upon breaking the ceramic to see inside the tip no anomaly was found. The weld of the cut return wire onto the return cap was intact and in good condition. It should be noted that the operation to access into the tip could have altered the internal layout of the device and have masked any possible fault. As such, a source cannot be unequivocally pointed for this particular issue. The reported device was examined passing all functional tests, and passing the rest of the electrical tests confirming the end user claim. Following this finding further investigation was conducted and an improvement of the crc test results till optimum value was observed. In pursuit of an explanation, a destructive test was performed. However, no anomaly was found inside the hand piece or the tip that could explain the mentioned behavior. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.